Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lens. The event history log confirmed ¿high alarm displayed: downstream occlusion¿ occurred. Functional testing was unable to replicate the reported issue; the device functioned as intended although multiple errors were found related to the reported issue. Fluid ingression was also found on the dso sensor. The root cause was determined to be an intermittent dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Our gateway attempted to process this and ran into a connection issue on 4/5. This caused the submission to fail.our gateway attempted to process this and ran into a connection issue on 4/5. This caused the submission to fail.

Event description:
It was reported that the device exhibited an alarm for downstream occlusion, clear occlusion between pump and patient. The fault occurred during testing. There was no patient involvement and no patient harm.